Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had used the pump in the water and it does not switch on. No further details given.

Manufacturer narrative:
Moisture damage was noted on electronic assembly. The insulin pump was monitored and no blank display anomalies. The device had cracked reservoir tube lip and cracked case near display window corners noted during visual inspection.